Manufacturer narrative:
Result - fowler, gas spring trip.

Event description:
It was reported by service report that the fowler was stuck in the lowest position due to a malfunctioned gas spring trip. No patient involvement or adverse consequences were reported.